Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a gauge issue occurred. An encore 26 inflation device was used to inflate a non bsc balloon catheter. However, during the inflation, the pressure gauge did not go up. Under fluoroscopy the balloon was observed to be fully inflated. Upon continuing to increase pressure, the gauge of the device suddenly "jumps" to 10 atms. During deflation of the non-bsc balloon catheter "difficulty in pulling out the hand held end from the sleeve". The procedure was completed with this device. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).